Event description:
Recently members of gilatech met with a doctor who performs in the united kingdom. In the meeting with the doctor he claimed that there were no hypotensive events to report. A leter meeting with his anesthetist revealed that in fact he thought there had been. The anesthetist said that the event should be classified as profound hypotension (bp dropping to 50 mm). The anesthetist said that it was their belief at the time of the events that the events were tied to the doctor's surgical practices (the use of an epidural anesthetic, a local cocktail, at closing). No specific patient details were given.